Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the male luer on the primary set broke off into a non bd needle free valve. The clinician reported that there was no tools used when discontinuing the IV fluids there was no report of patient harm.

Manufacturer narrative:
Additional information provided. The customer¿s report that the male luer broke into the non-bd valve was confirmed. Visual inspection showed that the male luer tip of the set was broken off and was lodged into the female port of the valve. Examination under magnification showed stress marks at the break site of the male luer tip. Functional testing was not performed due to the breakage. The root cause of the male luer break is excessive force having been applied to the male luer as indicated by the stress marks at the break site.